Manufacturer narrative:
The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: massive pain, capsular contracture, baker grade unknown.

Event description:
Patient's representative reported "patient has suffered a fall and "damaged" their right side device. Additionally reported "massive pain and capsular contracture - baker grade unknown", "still suffers from fear and anxiety related to risk of developing alcl". Device has been explanted.